Event description:
It was reported that this implantable pacemaker was explanted due to an unknown product performance issue. This device was successfully replaced. No additional adverse patient effects were reported.